Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery. After a 0.014 non-boston scientific guidewire was placed, the opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was being removed, the catheter and wire moved together and it was noted that the catheter was wrapped around the wire. The devices were successfully removed intact as one unit to complete the procedure. The guidewire was able to be removed from the catheter outside the patient and a possible kink was discovered at the catheter guidewire exit port. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The 85% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery. After a 0.014 non-boston scientific guidewire was placed, the opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was being removed, the catheter and wire moved together and it was noted that the catheter was wrapped around the wire. The devices were successfully removed intact as one unit to complete the procedure. The guidewire was able to be removed from the catheter outside the patient and a possible kink was discovered at the catheter guidewire exit port. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked. Microscopic inspection revealed the guidewire exit port was deformed and the tip in good condition. A picture of a kinked guidewire was provided from the client. However, it the guidewire did not look entangled with the catheter and there is no evidence which could relate to the reported allegation.